Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and new or worsening of asthma. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the manufacturer's service center for investigation. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation. In addition, there were findings of errors related to the circuit board with no further details provided. The device was scrapped.